Event description:
It was reported that the ilet displayed recurring restart alerts associated with delivery motor communication, persisted despite supply changes, and the device was replaced; the user continued insulin therapy and reported that blood glucose was unaffected, with the device component implicated as the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of the returned device revealed signal loss consistent with a failure to infuse and implicated the circuit board.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.